Manufacturer narrative:
One level 1 hotline low flow system was received with a broken pole clamp, cracked tank cover, outdated printed circuit board (pcb) and power switch. There was wear and tear to the damaged enclosure, front cover, line cord and block assembly. A visual inspection was conducted, the tank was filled with water, a temperature check was attached, the line cord was plugged in and the device was turned on. There was no power. The front cover was removed and the f1 fuse in the mains board was blown. The fuse was replaced, the device was turned on and it blew that fuse. A test mains board was installed on the device and the issue was resolved. The issue was caused by a faulty mains board that kept blowing the f1 fuse. No action was taken to repair the device due to its age and condition.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was blowing fuse 1. The issue occurred during setup, but did not have any effect on patient care.